Manufacturer narrative:
This report is submitted on february 11, 2020.

Event description:
Per the surgeon, the patient experienced a loss of device osseointegration. It is unknown if the patient has been re-implanted with another device.